Event description:
It was reported that this subcutaneous implantable defibrillator (s-ICD) device displayed a battery depletion (bd) code. Device data was forwarded to technical services and it was confirmed that this device battery was exhibiting premature depletion. Replacement was recommended within 90 days. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable defibrillator (s-ICD) device displayed a battery depletion (bd) code. Device data was forwarded to technical services and it was confirmed that this device battery was exhibiting premature depletion. Replacement was recommended within 90 days. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.